Event description:
The customer reported that the pump was involved in an overinfusion with no details. The biomedical department downloaded information that confirmed the internal serial number does not match the case and the pump needs new pressure sensors. It is unknown if the pressure sensor issue is related to the patient incident. There was no report of patient harm.

Manufacturer narrative:
Corrections: as follows: per the investigation results, there is a serial number discrepancy for the suspect pump module. The external sn on the device is (B)(4). However, the internal sn of the suspect device is (B)(4), manufactured on 17 august 2007. The customer¿s report of an overinfusion was not confirmed. Physical inspection showed the device was in fair condition with the instrument seal not present. The only anomalies were dull iui connectors. The pcu and its event logs were not provided; therefore the profile and fluids programmed could not be identified. Analysis of the pump module event log shows that the device was programmed at 12:12 pm on (B)(6) 2018 for an infusion at 40ml/hr with a vtbi of 80ml. During the infusion the device alarmed twice for patient side occlusion and was paused and restarted each time. At 2:16 pm, the primary infusion completed and the device transitioned to the kvo rate of 3ml/hr. The user then channeled the device off at 2:17 pm. At 3:34 pm, the user programmed an infusion to run at 5ml/hr with a vtbi of 100ml. At 3:35 pm, the user paused the infusion, and at 3:40 pm, the user channeled the device off. There were no errors captured in the pump module event log regarding pressure sensors. Functional testing showed the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump was involved in an overinfusion with no details. The biomedical department downloaded information that confirmed the internal serial number does not match the case and the pump needs new pressure sensors. It is unknown if the pressure sensor issue is related to the patient incident. There was no report of patient harm.